Manufacturer narrative:
Additionally, the staff in the or believe that it was because the o-ring of the handpiece was defective. Unfortunately, richard wolf gmbh (rw gmbh) has no further information available. In general, an undetected problem such as a defective o-ring, which can cause the device to fail during use, cannot be the only reason for the perforation. The instructions for use ga-a202-us /en/ 2020-10 v2.0 contain several safety instructions and notes regarding the visual and functional checks prior to use in section 4. -run through the checks before and after each use. Do not use the products if they are damaged or incomplete or have loose parts. In section 4.2.2 function check - describes how to properly operate the power stick m4 together with the suction pump. In addition, section 5.3 operation of device - emphasizes cautions to users. If the bladder is not completely filled the bladder wall can be damaged if it is sucked towards the blade of the rotary morcellator. Use morcellation only if you can see the blade through the scope and do not morcellate near the bladder wall. To prevent the bladder from collapsing we recommend connecting a second irrigation bottle to the drainage stopcock of the morce scope or the continuous flow sheath. This will clearly increase the irrigation flow. The irrigation fluid is drained through the rotary morcellator. Important! Work only with the recommended speed settings and under continuous irrigation. Activate the rotary morcellator only when the tissue to be cut is pulled towards the blade. The subject issue of functional malfunction/loss of function due to an unusable product is present in the risk management file e5-2: motorized handles, v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category. The risk profile remains unchanged.

Event description:
According to the information received, there is a report of an injury that occurred during the procedure. It was reported that the user used a defective device that was removed aside by the user prior to use. Someone must have taken the handpiece that was set aside and sterilized it for the case. While they were working, the bladder was perforated.